Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio determined the cause of the malfunction to be the ledge latch assembly that came off the mount. A replacement device was provided to the customer.

Event description:
It was reported that the device lid would not stay closed and the device would not power on. The latch that connects to the on/off switch was loose. There was no pt use associated with the event.